Event description:
A customer reported a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to load a new cartridge correctly, and they successfully resumed insulin therapy, resolving the issue.